Event description:
A customer contacted beckman coulter inc., (bec) regarding obtaining higher than expected results for gi monitor that were generated by the unicel dxi 800 access immunoassay system on seven (7) patient's samples. The specimens were repeated on the customer's alternate instrument after qc failed on the original system the following day. All results recovered lower within a different diagnostic category. Patient results were reported out of the lab and are provided in attached file (file attachments section). The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
The samples were serum. No pre-analytical sample handling information and system check data was supplied to date. The customer is not reporting issues with any other assay. Per the archive data file, the customer ran qc levels I and iii the morning of (B)(6) 2011. Level I was run on reagent lot 112719, pack (B)(4) and level iii was run on reagent lot 114528, pack (B)(4). Both levels resulted within the customer's established range. The customer proceeded to run seven (7) patients' samples from reagent lot 114528, pack (B)(4) throughout the whole day of (B)(6) 2011. In the morning of (B)(6) 2011, qc level I resulted >4sd high and level iii was within the customer's established range. Level I was repeated in triplicate and still recovered out of range high. The customer calibrated the assay using reagent lot 114528, pack (B)(4) and obtained high relative light units (rlus). The customer then run qc levels I and iii. This time level I was out of range >2sd low. Level iii was within established range. The lab ran qc on their alternate system using reagent lot 112719, pack (B)(4) and qc results recovered within established ranges. Customer re-tested patient samples on this instrument. Pack contamination is the root cause for this event.